Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2016 with the following findings:.battery compartment crack near top left corner of grip pad and below grip pad. Audio bolus button cover is punctured, but audio bolus button still responds to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.